Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they were getting low p oxygen ratings from the oxygenator. The user facility changed out the oxygenator, and reported that due to the change out: there was 300 ml of blood loss. There was a delay in the procedure. The surgery was completed successfully. The pt was not injured.

Manufacturer narrative:
Terumo has received the actual device; however, terumo is still investigating this issue and will be submitting a f/u report when more info becomes available. (B)(4).